Event description:
Treatment of a right supraclinoid aneurysm. During the pipeline deployment in a narrow vessel, it was reported that the device did not fully open and many failed attempts were made to retrieve it with an alligator and a snare. The physician then decided to use a balloon to achieve full wall apposition (which is an option presented in the instructions for use), but the device started to thrombose distally. Tissue plasminogen activator (tpa) was administered to the patient and the carotid opened. It was reported that the patient was extubated and moving all her extremities post procedure. She is currently in the intensive care unit (ICU).

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient.(B)(4).